Event description:
It was reported that during an engineering evaluation the motor device "had bad themister". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During (B)(4) evaluation, it was observed that the device had a bad thermistor. The reported condition was duplicated and confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.